Event description:
It was reported that during a balloon angioplasty treatment procedure, a difficulty in balloon removal and separation occurred. Vascular access was obtained using a 5fr sheath. The target lesion was located in the left superficial femoral artery. A 6.0mm x 200mmx135cm mustang balloon catheter was advanced to the target lesion. However, upon withdrawal, the balloon was unable to be removed from the non-bsc sheath and was separated from the catheter. The sheath, the guidewire and the balloon catheter was then removed as a unit and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Date of birth: 1960. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, a difficulty in balloon removal and separation occurred. Vascular access was obtained using a 5fr sheath. The target lesion was located in the left superficial femoral artery. A 6.0mm x 200mmx135cm mustang balloon catheter was advanced to the target lesion. However, upon withdrawal, the balloon was unable to be removed from the non-bsc sheath and was separated from the catheter. The sheath, the guidewire and the balloon catheter was then removed as a unit and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the introducer sheath and the guidewire. The guidewire was received inserted through the catheter. The od of the wire was measured maximum od specification. The catheter was severely stretched down onto the wire. A break was noted in the stretched shaft. The break location measured 1520mm distal to the strain relief. The distal section of the break, including the balloon was not returned. An examination of the sheath found that the sheath was severely stretched/bunched. A break was evident in the sheath at 9.6cm proximal to its distal end. As part of the analysis the sheath was dissected in order to determine if the balloon section of the device was trapped inside, however no balloon was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).